Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No battery out of limit alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No partial icons or icon anomaly noted. All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received without a battery cap. Unable to confirm the damage on it. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. The buttons on the insulin pump were unresponsive on certain actions and partial icons were missing on the display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.